Event description:
A malfunction was reported on the customer's pump. There was no reported impact on the customer's blood glucose level. The customer was advised on using either mdi or a backup pump for insulin delivery until a replacement pump, with updated software, was sent by technical support. Instructions for handling and returning the malfunctioning pump were provided, and the customer acknowledged understanding these instructions.